Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with complete heart block was in the hospital being monitored. The telemetry monitor noted loss of capture on another manufacturer's right ventricular (rv) lead resulting in asystole ranging from 1.5 to 2.2 seconds even though auto capture was programmed on in the pacemaker. The interrogation revealed normal impedance, threshold and sensing measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons that this could occur. Testing during the loss of capture was ruled out, however it was found that the patient had very elevated sodium levels. Since all measurements were within normal range during the interrogation, the hypothesis was that the elevated sodium levels contributed to a large increase in threshold measurements, creating the loss of capture with asystole. The auto capture feature was programmed off and the output was programmed to a fixed with a slightly larger safety margin. The patient was asked to follow-up with their physician for further care of their condition. No adverse patient effects were reported.